Event description:
It was reported that tandem mobi pump issued cartridge alarm that prevented completion of troubleshooting due to malfunction code. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump replacement through technical support. Customer will use a backup insulin pump.